Event description:
It was reported by the customer that the pyxis medstation es system device failed cubic would not eject, leading to a failed drawer. Customer stated that there was delay in accessing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that defective cubie. A field service engineer, removed rowboard to eject defective cubie and preventive maintenance was performed to resolve the issue. The system functioned as intended.